Event description:
It was reported that the wrist of the pk dissecting forceps instrument tips are misaligned. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the grips to have minimal side to side misalignment, however, the teeth do not mesh properly. One grip is roughly .020 inches shorter than the other, resulting in peaks of teeth making contact. Minimal bending of one grip does not account for height difference. Per the customer reported event description, the pt was not impacted by this malfunction. Engineering also observed the distal end of the main tube to have a scratch/gouge mark with material removed from the tube, located 1.5 inches above the proximal clevis. Orientation of the scratch is not parallel to the tube axis. There are also a couple of light scratch marks below this scratch. Scratches were likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) does contain a handling precaution, as identified in the following test: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.